Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The service technician reported that the touchscreen is unresponsive. The service technician verified the reported problem. The customer reported that the unit was not in use on a patient. The service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
G4: 04aug2020. B4: 31mar2021. Failure analysis on the returned touchscreen shows that the customer complaint was verified. Resistance measurement and calibration both fail. Buttons do not respond properly. Root cause is failure of touchscreen assembly to meet specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.